Manufacturer narrative:
Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4).   Reason for original complaint. Asr revision: asr xl - unknown hip. Reason for revision: increased serum me+ion concentrations. Update: (B)(6) ref, implant date, hip revised, hospital, surgeon, reason for revision and file handler details received 26 july 2012. (B)(4). Hip(s) to be revised: right. Reason(s) for revision: pain.